Event description:
It was reported that there was a slight tearing in part in band body and line. This was detected before banding to the patient and before the pre op leak test. Another band was used to complete the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Punctured/cut upon visual inspection, it was observed that the balloon was returned damaged; a microscopic analysis on the returned components suggests that this damage is a cut. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing records indicated that all devices were inspected and 200% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event. Establishing root cause of this failure was not possible.